Manufacturer narrative:
Unit received with unresponsive buttons due to unlocked connector. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 195 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.